Manufacturer narrative:
The device manufacturer and lot number of the device involved in this complaint was not provided. Therefore, it is unknown if the device involved was abbvie branded tubing. Conservatively, abbvie has chosen to report this complaint due to the potential that the device involved could have been abbvie branded tubing. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy. On an unknown date, it was reported that the peg tube was stuck. It was reported that there was the beginning of a buried bumper. After using vaseline to move the tube, blood and pus were coming out of the stoma site. After using a lot of force to move the peg tube, a sound was heard and the bumper came loose from the stomach wall.

Event description:
On an unknown date, a patient in the netherlands underwent a procedure for the placement of percutaneous endoscopic gastrostomy. On an unknown date, it was reported that the peg tube was stuck. It was reported that there was the beginning of a buried bumper. After using vaseline to move the tube, blood and pus were coming out of the stoma site. After using a lot of force to move the peg tube, a sound was heard and the bumper came loose from the stomach wall.

Manufacturer narrative:
Correction information added to g4 (PMA/510k number). If any further relevant information is identified or obtained, a supplemental medwatch will be filed.